Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock impedances on the right ventricular (rv) lead, measuring greater than 125 ohms. The physician will continue to monitor the patient and system. This crt-d system remains in service. No adverse patient effects were reported. Additional information was received which indicated this crt-d was explanted and replaced due to normal battery depletion. The rv lead remains implanted and the shock impedances were within normal limits. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock impedances on the right ventricular (rv) lead, measuring greater than 125 ohms. The physician will continue to monitor the patient and system. This crt-d system remains in service. No adverse patient effects were reported.